Event description:
Customer reported a connecting issue with the camera device. The issue found during an unknown event. There is no patient involvement associated on this event. No user injury reported. When d device evaluation found faulty cable causing error e226 when camera was connected to the processor. This report is being submitted for faulty cable causing error e226 found during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found faulty cable causing error e226 when camera was connected to the processor. Service repair noted an internal breakage was found on the cable. Based on evaluation findings, the customer reported issue likely attributed to the damaged cable . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cable unit was damaged causing the indicated phenomenon. However, a definitive root cause of how the cable became damaged could not be determined. The following is including in the device instructions for use (IFU) and may help prevent the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." "Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." "Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.